Event description:
User facility reports incident in which the patient was cannulated and staff did not notice that the luer cap was missing. A small amount of blood leaked out the open luer before staff noticed and closed the clamp. Ebl is reported as 20-30cc. No patient injury or need for medical intervention is reported. Dialysis treatment was initiated and completed. This MDR is filed for blood loss only.